Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring that holds the reservoir in place has become loose. Customer's blood glucose was 23.5 mmol/l at the time of the incident. The insulin pump will be replaced and customer will return the product for analysis.